Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device tip was left in the patient and the remaining portion of the device was reported to have been discarded at the facility. Therefore, the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a proximal suture plate removal procedure, as the surgeon went to remove the screws, the screw tips on each screw became detached and remained in the far cortex of the patient¿s humerus. The surgeon did not attempt to retrieve the tips and no extra surgery is scheduled to remove the tips either. The patient condition was stable. Hardware removed: ar-14003, ar-14128nl, ar-14124nl, ar-14242, ar-14240, ar-14236, ar-14234, ar-14126 additional information provided 7/27/2018: the removal surgery date was (B)(6) 2018. The original surgery (first implanted date) is (B)(6) 2017. The screws and plate were removed as the one was healed. The implantation of the plate and screws was temporary. All explanted screws were discarded.